Event description:
It was reported during the review literature; it was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to electromagnetic interference (emi). Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.